Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead fracture was suspected, however, not confirmed. Routine follow up will be continued.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high lv threshold measurements were observed. An inavsive procedure was performed. The lead was surgically abandoned and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited decreased sensing, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. When the programmed lead configuration was changed to lv tip to rv, appropriate capture and sensing were observed and pacing impedance measurements were noted to be 588 ohms. Boston scientific technical services (ts) discussed the potential of an lv lead fracture. No adverse patient effects were reported. This product remains implanted and in service.